Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he experienced low blood glucose. It started at 67 mg/dl and during the call it was 50 mg/dl; he was treated with chocolate milk and his wife was with him. Customer stated that he has been receiving calibration errors and his blood glucose has been between 80 and 190 mg/dl. Customer had the issue with two sensors. He stated that the first one inserted and drew blood when he pulled the serter away. He was getting a lost sensor alert and noticed that the sensor came out of the skin a little bit and he pushed it back in. Customer was assisted on reconnecting the sensor and calibrating. Last blood glucose value was 86 mg/dl. Nothing further reported.

Manufacturer narrative:
Two opened and used partial sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for low readings. The remaining sensor passed per specification with accurate readings. An insertion anomaly could not be confirmed due to no needles being returned.